Event description:
It was reported that, during implant testing, the low energy shock impedance was less than 30 ohms. It was confirmed that the patient was thin and, was just post a sternotomy procedure. Technical services advised to do a high energy shock to confirm function. The doctor performed a defibrillation threshold test and got a high energy impedance of 24 ohms. The system was successfully implanted. There were no adverse patient effects.